Event description:
It was reported that the device exhibited an upstream occlusion alarm. There was no patient involvement and no patient harm /adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - initial reporter facility name: (B)(6). E1- phone: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The downstream occlusion (dso) sensor was scratched. It was determined that the root cause was due to the mishandling of the device. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.